Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and lumbar radiculopathy. It was reported that the device was not helping the patient's pain, and not giving the relief they wanted. It was noted that the patient was getting paresthesia from the bilateral hips and toes. X-rays were taken and the hcp indicated that the patient was not going to get paresthesia in their lower back with the lead being at t10-11. The patient also wanted to have an MRI, so they decided to have the system explanted. The issue was resolved at the time of the report.